Manufacturer narrative:
Device evaluation: if any further relevant information is received, a follow up medwatch report will be submitted.

Event description:
It was reported that the physician unpacked the guidewire. When the physician advanced the guidewire into the patient's body, it was found some part of the guidewire had no hydrophilic coating, it could not be used. The device is expected to be returned before feb. 3rd. There were no patient complications reported. The procedure was completed with a different device (same model).